Event description:
It was discovered in the (B)(4) that synchron control multi-level bottles had loose caps. No injury was reported.

Manufacturer narrative:
No additional information is available for this event.